Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead and another manufacturer's pacemaker exhibited no sensing and loss of capture (loc). An invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No additional adverse patient effects were reported.